Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53-54 mg/dl. Reportedly, customer programmed settings incorrectly which caused them to go low. Bg was addressed by consuming carbohydrates. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.